Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. During the procedure, the tip of the straight cup inserter fractured in the patient. The cup was implanted and the fractured tip remains in the patient.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. During the evaluation it was noted the root cause of the event was most likely due to an improper heat treatment process. Corrective action has been initiated to address the reported issue.